Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating into surrounding tissue/organs. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the medical records, twenty-two days prior to the index procedure, the patient was reported to have been admitted with symptoms of abdominal pain and suspected perforated bowel. The patient had open abdominal surgery for bowel perforation with multiple abdominal drains, an open cholecystectomy approximately ten days later, then an endoscopic retrograde cholangiopancreatography (ercp) with plastic stent placement for intra-abdominal fluid drainage. During the hospitalization, the patient required a peripherally inserted central catheter (PICC) and total parenteral nutrition (tpn) for nutritional support. A few days prior to the index procedure, the patient underwent an endoscopic retrograde cholangiopancreatography with sphincterotomy and stent placement. Per the implant records, the patient was status post multiple abdominal procedures including a laparotomy and developed left common femoral vein deep vein thrombosis (dvt). Placement of the ivc filter was recommended since the patient was felt to be not a candidate for heparin or coumadin anticoagulation. The right neck and chest wall were prepped, and the patient was sterilely draped in the routine manner. The right internal jugular vein easily cannulated with a needle and a wire placed in the superior vena cava and directed into the inferior vena cava. A cavogram was then performed measuring the cava diameter at 20-28mm. There was good flow and no thrombus present. The trapease ivc filter was inserted and deployed at the l2-l3 level without complications. The follow up cavogram showed good flow through the filter. Approximately seven years and six months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The findings reported by the CT scan included an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. All the struts of the ivc filter perforate the ivc up to 4mm. One anterior strut perforates the ivc wall 2mm and resides within the soft tissues. The superior end of the cordis trapease ivc filter is at the l1-2 interspace. The filter is tilted medially at the superior end and it does not contact the ivc wall; the filter is not tilted at the inferior end. The report also noted that the original function of this ivc filter is permanent; therefore, it cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and seven months after the filter implantation. The patient reports ivc perforation and tilting of the filter; constant left leg pain, keeping the patient from getting around and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement was dvt after abdominal surgery. Acute perforated bowel lead to open surgical repair, drain placement, and endoscopic retrograde cholangiopancreatography were done in the 3 weeks prior to filter placement. During the hospitalization, the patient required a peripherally inserted central catheter (PICC) and total parenteral nutrition (tpn) for nutritional support. Left common femoral vein deep vein thrombosis (dvt) was noted. A venocavogram measured the cava diameter at 20-28mm, noted good flow and no thrombus present. The filter was deployed at the l2-l3 level without complications. The filter subsequently malfunctioned including tilt and perforation of all filter struts outside the wall of the ivc and into surrounding tissue/organs. Approximately seven years and six months post implant, a CT scan showed an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The superior end of the cordis trapease ivc filter is at the l1-2 interspace. The filter is tilted medially at the superior end. Per the patient profile form (ppf), the patient reports ivc perforation and tilting of the filter, left leg pain, and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than(B)(4) perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Correction provided in section a3 (patient sex).

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation of all filter struts outside the wall of the ivc with multiple struts perforating into surrounding tissue/organs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation of all filter struts outside the wall of the ivc with multiple struts perforating into surrounding tissue/organs. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.